Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pta procedure of the left av graft , the pta dilatation catheter allegedly became lodged within the sheath. The sheath and balloon catheter were removed together as a single unit. It was further reported that upon inspection, the balloon allegedly separated from the catheter shaft. Reportedly, the procedure was completed with another 7fr sheath. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one vaccess pta catheter inside one 7fr merit short sheath introducer was returned. The visual inspection of the catheter noted a complete circumferential break of the outer catheter. The catheter was also unable to advance or retract from the sheath. Therefore the investigation is confirmed for sheath related retraction issue and break. The investigation is unconfirmed for balloon detachment as it was actually a break in the outer catheter. It is likely that the experienced retraction issues contributed to the identified break in the catheter shaft. However, the definitive root cause for the identified retraction issues could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a pta procedure of the left av graft , the pta dilatation catheter allegedly became lodged within the sheath. The sheath and balloon catheter were removed together as a single unit. It was further reported that upon inspection, the balloon allegedly separated from the catheter shaft. Reportedly, the procedure was completed with another 7fr sheath. No further treatment was performed.there was no reported patient injury.